Event description:
The report stated that when hals gastric tube was built, there was incomplete sealing on the ima. The generator gave an end tone indicating a completed seal. Another device was opened and used to complete the procedure. No bleeding occurred, there was no tissue damaged and the patient's condition was reported as ok. The generator was set at 2 bars.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.